Event description:
Reporter states she has purchased a bottle of nasal saline spray by arm & hammer. She states she has purchased this device hundreds of times in the past year. This time she opened a new bottle but the product smelled "floury" and unusual, but she used it anyways. Reporter then started to have symptoms of a sore throat and headache. She called arm & hammer and they said they agreed to send a replacement bottle but reporter is concerned of the inhalation of this possible contamination and is requesting testing.